Event description:
It was reported during treatment of a perforation after an endoscopic retrograde cholangiopancreatography (ercp), a clip (for hemostasis) could not be applied with the colonoscope. The bowden cables of the colonoscope appeared to be "worn out". The procedure was prolonged greater than 30 minutes and completed with an olympus back-up device. There were no further reports of patient harm.

Manufacturer narrative:
E1 user facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and the results of the approved final investigation. Updated fields: b5, d8. The reported issue was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes.

Event description:
Additional information from customer reported the user tried several clips with the device and had the same result. The procedure was significantly prolonged and completed with an alternative device and smaller clip. There was no patient injury.